Event description:
It was reported that during a da vinci hysterectomy procedure, the band came off of the monopolar curved scissors instrument shaft. The band was noticed by the patient side assistance and it was removed. It was determined that there were no further debris in patient. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. This malfunction will be reported on related MDR number 2955842-2014-00987. This MDR is being submitted based on the additional finding of the monopolar curved scissors tip cover sliding off the monopolar curved scissors instrument as conducted based on the pictures provided by the customer.

Manufacturer narrative:
Failure analysis was able to conduct an investigation based on the pictures provided by the customer. The tip cover was not installed all the way on the extension tube. The tip cover should cover all of the orange pad printing on the extension tube while the instrument is in use. The instrument & accessories user manual states the following: tip cover accessory installation - before use 1. Close the scissor blades. 2. Straighten the wrist of the instrument. 3. Grasping the tip cover accessory with the installation tool. Slide the tip cover accessory onto the distal end of the instrument until it comes to a hard stop. A twisting motion can be used to ease the insertion of the tip cover accessory (see arrows on tip cover accessory). The distal end of the instrument should be facing away from the surgical personnel installing the tip cover accessory during installation. 4. Remove the installation tool. Retain the installation tool to aid in removing the tip cover accessory after the clinical application. The tip cover accessory is properly installed when the orange surface is completely covered. Warning: failure to install the tip cover accessory properly may result in: - improper scissor opening - tip cover accessory falling off - electrical arcs and alternate site burns general precautions and warnings - the endowrist monopolar curved scissors instrument must always be used in conjunction with the tip cover accessory. - inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one. The customer reported complaint does not itself constitute a reportable event; however, if over installation of the mcs tip cover were to reoccur it could cause or contribute to an adverse event.